Event description:
The customer experienced hypoglycemic events three times in the past month. The device read in the 100's mg/dl and hi on two occasions. Emts were called and their meter read 28 mg/dl while the customer's device had a result of 181 mg/dl. Pt was taken to the hosp and given a glucose IV and juice. Controls were not used on the system. The device replaced and requested to be returned for evaluation.